Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported "the screen shuts down during infusion and doesn't keep memory input. There was no incident of harm to patient."

Manufacturer narrative:
The user-reported issues about the pump memory issue and screen shutting down during the infusion cannot be confirmed. The pump was found to have a flow rate accuracy that was outside of +/-5% specification and failed the occlusion test. Neither of these issues are related to the user-reported issues. The pump was recalibrated and tested to meet the full specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00033).